Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was performed under local anesthesia. The physician noted that needle tip looked to be in the perirectal fat plane. Computed tomography (CT) image performed after the injection looks like there might be a rectal wall injection. There were no patient complications reported as a result of this event. The patient will receive external beam radiation therapy (ebrt).